Event description:
A hydra jag was used for a therapeutic ercp. During the procedure, the tungsten coating peeled off at the transition zone in the middle of the guidewire. A sphincterotome was used to complete the procedure.